Event description:
Reported due to surgical repair following withdrawal of the perclose proglide 6f suture-medicated closure. The physician attempted arteriotomy closure using this device after a diagnostic procedure. The physician felt more than normal resistance during withdrawal of the device. As the physician was pulling on the proglide, he pulled out a "dime size (or smaller) tissue." This tissue was sent to the lab-results unk at this time. The procedure was ceased and the pt was taken to surgery to have the remainder of the device removed. The artery was not damaged and was closed with two sutures. Hemostasis was achieved at this time. Pt was discharged home.